Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: after firing, the device could not be removed. Tissue was excised to remove the device, and anastomosis was performed again with another device. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes. No information about the use of reinforcement material is available from the reporter.

Manufacturer narrative:
(B)(4).